Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited a low shock impedance of <20 ohms during a routine device evaluation. No therapy delivery issues or symptoms were associated with the observation. The physician has elected to replace the lead, the date of changeout has yet to be scheduled.